Event description:
It was reported that suture placement was attempted with the prostar xl devices in the left common femoral artery (lca) and the right common femoral artery (rca) using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomies were 16f and 18f. Reportedly, the knot could not be advanced down to the artery. A surgical cutdown was performed, resulting in patient injury and prolonged hospitalization. No femoral angiogram was taken. The physician is trained in the use of the prostar xl device. A clinically significant delay in the procedure was reported. No additional information was provided.

Event description:
The following additional information was received: reportedly, the knot could not be advanced down to the artery probably because of a dry suture, as it was a difficult and long procedure.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions per prostar instructions for use, perform a femoral angiogram to verify the location of the puncture site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.